Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving inappropriate shock therapy for a supraventricular tachycardia rhythm incorrectly diagnosed as ventricular tachycardia. A programming change to the atrial sensitivity was made. No further information is available.